Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device was explanted and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a burning sensation at the pocket site. The device was removed and there have been no reports of further complications regarding this event. The patient received effective pain relief prior to the removal of the device.